Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: h6: method codes: device history lot ==> a manufacturing record evaluation was performed for the finished device [0304822] number, and no non-conformances related to the reported complaint condition were identified.  Investigation summary ==> according to the information provided, it was reported that the power goes down many times during use and the error code is also missing and the cause is unknown.the complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed.   A manufacturing record evaluation was performed for the finished device [0304822] number, and no non-conformances related to the reported complaint condition were identified.    Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate.   At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/ or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported by the affiliate in (B)(6) during an unknown procedure, it was observed that the power of the vapr generator ea and the vapr2 footswitch ea went down many times during use and also the error code was missing as the cause was unknown. It was not reported if there was a delay in the surgical or if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.